Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 16 fractured at the collar of the implant and was removed. Pain and discomfort were reported as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp, tsv, 3.7, 10, mtx, mg) for evaluation. Visual evaluation / functional test was performed, there was signs of use. Bone debris on external threads. The implants collar was fractured. There was an irt stuck inside the implant. No malfunction was reported with the irt. It was recorded in the concomitant medical products section. Device history record (DHR) review was completed for the subject lot number 63026332. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63026332 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician placed an implant in an patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.